Manufacturer narrative:
On 16 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: stem revision in cementless tha 4 months after primary. The stem subsided, according to report. Only one fluoroscopic image was supplied, with no indication of the time of capture. It shows a stem that, in the single projection available, looks undersized, but the perpendicular projection might show differently. An undersized stem may be due to particular anatomical configuration, not visible from the supplied image, and it is compatible with the reported subsidence/leg shortening/pain. Information not sufficient for cause determination. Batch review performed on 04 july 2017. (B)(4).

Event description:
The patient came in complaining of pain and limb length. The surgeon determined that the stem has subsided. The surgeon revised the stem. The surgery was completed successfully. X-rays are available. Explants are not available.